Manufacturer narrative:
The customer was provided with a replacement glidescope lopro t4 blade under warranty, and the reported unit was returned to verathon for further evaluation. The verathon service representative tested the unit by connecting the blade to a test monitor and cable. Once connected, the service technician was able to duplicate the reported image issue. During a visual inspection of the connector, it was found that there was corrosion on the connector pins, which was causing the image to disappear. Since there are no repairs available for this device, and the customer received a replacement blade under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope lopro t4 blade, the image would disappear intermittently. The customer noted that they believed the connector was damaged. The procedure was completed with a second glidescope titanium blade, which was made available for use within two (2) minutes. No harm to patient or user was reported.